Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for removal of the patient¿s right ventricular lead which was produced by another manufacturer. As the patient¿s pocket was thus open, the physician opted to explant the patient¿s atrial lead as it, too, was relaying noise and so was explanted. The patient was stable before, during and after the procedure.